Event description:
Mesh screen on pouch pulled loose, causing surgeon to lose specimen. The specimen was found in a secondary drain in this case and there was no need to re-scope the pt to obtain another specimen.